Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the programmer software was running slowly, however, analysis was able to determine that the stylus was not functional. It was noted that the power cord bay, media bay door latch and the upper/lower eject lever were broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.